Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the pk dissecting forceps instrument was broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal idler is frayed. There was no damage to the pulley or clevis. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.